Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the customer passed out in his car due to a diabetes related event. Customer's parent stated their son was running high due to kinked tubing that blocked the insulin flow. Customer's parent stated they went to the hospital and the insulin pump could not be located. No hospital information was provided. The insulin pump was replaced and was expected to return for analysis.